Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary customer returned two open pen needles loose without teardrop label. It was reported by the distributor that the needle is bent. The needle was visually examined and observed bent npe cannula. Hence, the alleged issue could be confirmed based on the samples return for the investigation. As the samples return were open it is not possible to determine the root cause. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the return samples were open.

Event description:
It was reported that the unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: needle(s) bent rear cannula end is broken + gets stuck."

Event description:
It was reported that the unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: needle(s) bent; rear cannula end is broken + gets stuck ".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.